Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal access with a versacross connect transseptal device and the faradrive sheath and before advancing a catheter into the patient, multiple attempts were made to aspirate the sheath with a 20ml syringe. However, air bubbles were observed in the aspiration syringe during each aspiration attempt. The sheath was replaced over the versacross wire with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.